Manufacturer narrative:
The down arrow button did not respond on the insulin pump due to corroded keypad trace. Device was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that one of the buttons on the insulin pump is not responding. Customer did not recall any significant events leading to the keypad issue. Blood glucose value was 252 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. The insulin pump was replaced and returned for analysis.